Manufacturer narrative:
Result of investigation: vyaire medical was able to confirm the issue. There were no logs provided, however as per comments on case , the o2 monitoring was """"disabled"""" on the configuration menu causes the issue. Root cause of failure was user failure- not following instruction.

Event description:
The customer reported to vyaire medical that the bellavista1000e gives "o2 monitoring disabled" alarm. Furthermore, there was no patient associated with this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.